Manufacturer narrative:
Investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles had molding defects/short shots on the outer cover and were difficult to operate during use. The following information was provided by the initial reporter: "consumer wife reported via voice message -using pen needle shorts and 25% not working."

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles had molding defects/short shots on the outer cover and were difficult to operate during use. The following information was provided by the initial reporter: "consumer wife reported via voice message -using pen needle shorts and 25% not working".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E.1. The customer's address is unknown. (B)(6), USA has been used as a default. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.